Event description:
It was later reported that shocking story was atypical. A kidney, ureter, and bladder (kub) x-ray was performed and was noted to be negative. The patient was referred to see a gastrointestinal (gi) for esophagogastroduodenoscopy (egd) test which had not yet been performed. It was noted that the device was adjusted for better symptom control, impedance 579 ohms, voltage changed from 2.6 to 4v, current changed from 5 to 6.9 amps. The patient's nausea, vomiting and shocking was noted as unknown when asked if resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient was in a massive car accident on (B)(6) 2015. The patient was not driving when she was hit by a bus. The car accident was not related to the device. The rep was contacted by a doctor to program the patient by phone. There was no telemetry with the implantable neurostimulator (ins). Symptoms of twitching and shocking from the ins were also reported. The patient was going to be out of the hospital in a couple of days. The patient was experiencing nausea and vomiting, likely due to the device no longer working and possible lead migration. It was not clarified as to whether the hospitalization was due to the car accident or to the nausea and vomiting. The patient was supposed to contact the doctor the day of this report and schedule a consult in the next week to 10 days with a possible revision on (B)(6) 2015. Additional information received from the rep reported that the plan was for the patient to see the doctor for evaluation and to attempt to interrogate the device again. They were also going to set a surgery date to open the pocket to see if the device had flipped in the pocket, check impedances, and decide if the lead revision was necessary. A tentative surgery date was set for (B)(6) 2015. Relevant medical history included gastric stimulation and gastrointestinal/pelvic floor. Further follow-up was performed to determine what was found and decided during this consult, if a surgical intervention was required, and if the reported issues were resolved. This event will be updated if additional information is received.